Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer reports having administered too much insulin. The customer was treated for the low blood glucose with orange juice, yogurt, and fruit. Customer¿s blood glucose level was 70 mg/dl at the time of the call. The customer was assisted with troubleshooting for pump functionality and did not identify any errors or malfunctions. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.